Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room, sensing had decreased and threshold's had dramatically increased, due to dislodgement. The lead was capped and replaced and replaced. The patient was in stable condition.